Manufacturer narrative:
The pump passed the self test and error test. However, the pump was unable to download to the carelink software due to an alarm found in the alarm history screen. The alarm was due to corrupted history files. The test ultra link blood glucose meter communicated properly with pump. The pump also had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had trouble uploading to carelink. Customer stated that carelink cannot find the pump after 1-2% upload. Customer was walked through the process. Customer had multiple displayable history check failed on startup alarms present and an unexpected restart alarm and external ram error alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.